Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient passed away, (B)(6) 2015. During follow-up, the peritoneal dialysis registered nurse (pdrn), confirmed the patient expired on (B)(6) 2015 of unknown causes. The patient's death was suspected to be due to a myocardial infarction, but it was unconfirmed. The pdrn stated the pt was not connected to the cycler at the time of death.

Manufacturer narrative:
The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A visual inspection showed no sign of any physical damage. A simulated treatment was performed and completed without any failures or problems. A valve actuation test, system air leak test, and patient sensor calibration check passed. The load cell value and verification were within tolerance. An internal inspection showed no discrepancies. Further evaluation found no device malfunctions that would have caused the reported patient death. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.